Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an active exhalation verification: s(+) p(+): pilot: reading 29.92 cmh2o 25.50 28.50 fail. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. Fco86600081follow-up repair to be handled by a philips authorized service provider.